Event description:
(B)(6) 2009. Customer reported false positive troponin I (tni) results on three different patients tested with triage cardiac panel 25 test kit. Falsely elevated tni results may lead to invasive procedure or medication.

Manufacturer narrative:
Investigation pending.